Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised screws to attach back canes to frame are dangling causing back to hang. Dealer advised seat is coming apart.